Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to plug the wall adapter into a known working outlet and wait at least 30 minutes for the pump to begin charging. Using original charging supplies pump began charging. No further assistance required.